Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the buttons of the keypad are unresponsive. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube window corners and cracked battery tube threads.